Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in houston, texas. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor and the distribution board were replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient circuit during cleaning. There was no patient involvement.

Manufacturer narrative:
H.10: the most likely root cause is a failure on the motor circuit board which negatively affected the distribution board leading to the reported error.

Event description:
See initial report.